Event description:
It was reported that the patient experienced hyperglycemia while attending camp on (B)(6)2026. The patient's blood glucose level rose to 383 mg/dl while wearing the pod on the hip/buttocks between 4 and 24 hours. The patient's father reported that the patient's blood glucose levels initially increased and subsequently declined to 38 mg/dl by fingerstick measurement and 50 mg/dl on continuous glucose monitoring. Associated symptoms included body pain, headache, stomach pain, and moderate ketones. The patient sought medical attention and was evaluated by a physician at the camp. Treatment for hyperglycemia included administration of fluids and adjustment of the patient's insulin settings. The patient also received ibuprofen for headache management. The patient's blood glucose levels subsequently returned to range. The physician at the camp discarded the suspect pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone17.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.